Event description:
It was reported that the pt lost her hearing ability from one moment to the next. The external parts of the device have been changed, but without success. Testing showed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.